Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It was indicated that the patient wore the sensor beyond ten days, which is misuse of the device. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.